Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic distal pancreatectomy. The surgeon was going to fire the device but felt something was strange with the device, so he/she did not fire the device. The handle was stiff. To complete the procedure, another device was used. No patient injury or extension in surgical time. Patient status is no problem.